Event description:
Unusual noises and performance issues with philips dreamstation 2. Pressure seems lower than expected despite no changes made to the pressure setting. A significant increase with apnea-hypopnea index that corresponds with the unusual noise and seemingly lower pressure produced by the machine.